Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples did not form properly and the staple line did not hold. The surgeon applied another device and oversewed to complete the procedure. The hospital has reported no patient injury occurred.